Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology are unknown. It was reported that the patient presented emergently with back pain; an aneurysm expansion was discovered. The cause of the aneurysm expansion is unknown; there was no endoleak identified during an abdominal angiogram performed the physician fixed the expansion by using another manufacturer's stent graft device along with a tacking device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (aneurysm enlargement). Conclusion: unknown cause of aneurysm enlargement.

Event description:
Films reviewed for this case. Films 3-months post-implant show that the stent graft was positioned just below the lowest left renal. The ipsilateral limb was on the right side, and a stent was seen in the left external iliac. The aaa measured about 7cm max. No obvious endoleak was observed. The limbs were both patent and straight. Films 1-yr post-implant show that the aaa is 7-8 cm maximum. There is a possible type iii fabric endoleak seen near the mid-length of the aaa, coming from the right/ipsilateral limb. The cause of the possible endoleak could not be determined. Several still angiogram images show that another manufacturer's aui stent graft device was placed within the full length of the bifurcate aortic body and the right/ipsilateral limb with a femoral to femoral bypass. The device was also tacked into the proximal neck using 4-5 aptus screws. A final angiogram image was not included with the films.

Manufacturer narrative:
(B)(4). Method: (films), results: inherent risk of procedure (endoleak).